Event description:
It was reported that this patient underwent a system revision due to noise and oversensing, with no pacing inhibition. Subsequently, the implantable pacemaker system was explanted, and the right atrial (ra) lead, and right ventricular (rv) lead was surgically abandoned. A new device system was successfully implanted. No additional adverse patient effects were reported. This device system has not been returned for analysis. This report will be updated should this product be received and analysis completed.